Manufacturer narrative:
No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while in a functional endoscopic sinus surgery (fess), when attempted to click on the patient display in the navigation system no change occurred and the system became unresponsive. When a soft shutdown was performed, the system was displaying medtronic logo screen and stayed on this screen for about 1 minutes. Medtronic personnel requested site to perform a hard shutdown. Hard shutdown resolved the issue and the site proceeded with case. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.